Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. The 3500a supplemental report was submitted to revise the device disposition statement.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a damaged cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #2: date of submission 12/08/2016 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 11/15/2016 with the following findings: during investigation, the cartridge compartment was found to be free of defects. The original complaint of a cracked cartridge compartment could not be duplicated. Unrelated to the original complaint, cracks were found in the battery compartment from above the grip pad to the threads, and from below the grip pad to the case seal. Additionally, the display was dim with reddish text.